Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: b5, e2, e3,g3, g6, h2, h6 and h10. A review of the device history record found the subject device was shipped in accordance with specifications. It was confirmed that the user used acecide but they are using the test strips designed to test aldahol for mrc test. Based on the results of the investigation, the root cause of the suggested event was misunderstanding by the user on how to use test strips correctly. It was also judged occurrence cause of the event that the user performed mrc test without understanding correct usage of test strips. IFU (instruction for use) on the suggested event states as follows: acecide-c with high-level disinfect with an exposure time of 7 minutes at 20°c (68°f) at a concentration equal to or greater than the mrc of 2000 ppm paa. Acecide-c may be reused for 5 days or until the mrc of 2000 ppm paa is reached, whichever comes first. Only acecide test strips can be used to check the concentration of used acecide-c. Olympus will continue to monitor complaints for this device.

Event description:
Further communication with the customer conveyed the following ; customer were able to obtain/purchase the correct test strips for the acecide and the processor is working as normal with no issue. No further information provided.

Manufacturer narrative:
Further communication with the customer , tac (technical assistance center) support engineer was informed that the customer confirmed that they indeed were using the wrong test strips to test the acecide-c solution from the oer-pro. The customer obtained the correct test strips from a sister facility and confirmed that the mrc test works as it should. Customer are working on ordering the correct test strips for the acecide-c. No other issue reported. This report will be supplemented accordingly following investigation.

Event description:
As reported, the test strip kept failing the mrc test. The issue found during an unknown event. There was no patient involvement on this reported event. No user injury was reported.